Event description:
It has been reported to us that the patient had an allergic reaction while the introducer sheath was inside the patient. The patient was undergoing an ep procedure. The physician was administered litecone and then the introducer sheath was inserted into the patient. The patient had difficulty breathing. The physician removed the introducer sheath and adrenalin was administered to the patient and the patient responded well. The case was continued with a second device. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The device has been discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded. Not returned for evaluation.